Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0015, awareness date 29-aug-2015). It refers to a female consumer of unspecified date in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. First all seemed good; over time she started having pelvic pain frequently. Then she started noticing she would bleed after intercourse and it was painful too. She lost her libido and was tired all the time. There was not a day when she would not complain of pelvic pain, headaches or nausea. She would go to the doctor and they never found anything wrong. In january (2015) she had a hysterectomy and right away she started feeling better. About a week after surgery she no longer felt nausea and it was visibly noticeable that her inflammation had gone away. It has been now 6 1/2 months since the hysterectomy and bilateral salpingectomy. She seems to have more energy and hardly takes naps anymore and her libido is back. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. A hysterectomy was performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer had a hysterectomy and bilateral salpingectomy performed. Based on the nature of the event and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.